Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lines appear on the display. The issue occurred during a transurethral resection of the prostate therapeutic procedure involving an olympus video system center. There was no patient injury reported.